Manufacturer narrative:
The device was not returned for evaluation. Therefore, the reported complaint could not be confirmed. No further investigation is required at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the pins were not engaging and was causing excessive vibrations on the oscillating saw attachment device. The event occurred during surgery. There were no delays during the surgical procedure as an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.